Manufacturer narrative:
The available information is extremely limited, the information provided does not allow us to determine which probable codes are associated with the implanted devices. For this reason, brand name, type of the device: common device name, device product code and PMA/510(k) number cannot be determined. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00014 to 3012447612-2020-00018.

Event description:
It was reported that the patient underwent a revision surgery to remove hardware that was implanted two years prior after the patient developed an infection. No further patient impacts were reported. This is report two of five for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d11, g4, h1, h2, h3, h6, h10. D11 - medical product: catalog #: unknown, polaris nontranslation screw, lot # unknown. Catalog #: unknown, polaris nontranslation plug, lot # unknown. Catalog #: unknown, polaris nontranslation plug, lot # unknown. Catalog #: unknown, polaris nontranslation rod, lot # unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital did not return the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : hospital didn't return